Manufacturer narrative:
Corrected data: d1 - brand name: should be corrected to unk in initial medwatch report. D2 - common device name: should be corrected to unk in initial medwatch report. H10 - d1 "collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens" should be removed from initial medwatch report, as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6: device code 2993 in initial MDR is not applicable and is corrected to 3189. Claim# (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that an intraocular lens was implanted into the patient's eye on (B)(6) 2019 which replaced the initial lens due to the surgeon indicating the lens didn't fit into the eye. Postoperative status of the patient reported on (B)(6) 2019 stated "the patient is healing with corneal edema". See MFR# 2023826-2019-02359 for initial lens implant.